Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering observed that tissue was more likely to stick to the device when eschar was present on the jaws. Tissue sticking was able to be corrected upon cleaning the jaws as specified in the instructions for use (IFU). The root cause of tissue sticking may be due to eschar build up onto the jaws of the device. The instructions for use (IFU) states "warning: build-up of eschar can negatively affect the sealing and cutting performance..." And "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar". The root cause of insufficient hemostasis could not be determined. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic ileocecalresection - "during several attempts to seal mesenterium with medium blood vessels in it, no good hemostasis was reached. Tissue of the patient bleeding very easily during manipulation (crohns disease). After several attempts using the voyant and gauze good hemostasis was reached. They had to activate the device several times. One seal was not sufficient for good hemostasis. After the colon was mobilized and exteriorized they had to seal small blood vessels very close to the bowel. The jaws were completely placed over the bloodvessel, but no good hemostasis was reached. They had to use sutures. During the procedure the jaws of the voyant were cleaned many times. Tissue was sticking to the jaws very easily, causing bleeding when opening the jaws. Procedure could be finished. " patient status - "ok."